Event description:
The patient had the device implanted for an incisional hernia repair. During the procedure the surgeon used a diathermy (cautery) pen to assist with marking the device. Post-operatively, the patient had rigors and a high level of post-operative pain. The patient was returned to the operating room the next day where the device was found to have "burst." This is being reported as a malfunction due to mishandling of the device, specifically the use of a diathermy pen with a biologic surgical mesh. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Visual examination of the returned graft, with no remarkable findings. Review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10594. Review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were (B)(4) grafts from lot s10594 distributed, with (B)(4) other report filed (B)(4). Conclusion: user handling (use of diathermy pen) was related to device failure.